Manufacturer narrative:
(B)(4). Date sent 2/11/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What is the product code of the device that was utilized in the surgery? What is the lot/batch number? Was an interoperative leak test performed? For how long after the procedure, did the patient experience an air leak? Were there any issues experienced with the device in the initial surgical procedure? What was the quality of the lung tissue observed at the time of the procedure? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Why does the surgeon believe that there was an alleged deficiency with the staplers that may have caused or contributed to the delayed air leaks? What is the correct product code? Were there any of the following: ¿ pre-existing pulmonary conditions. ¿ pre-existing emphysema / copd: ¿pre-existing bullous lung disease: ¿ pre-existing interstitial lung disease: history. ¿ elderly patients. ¿ any poor nutritional status / low albumin (impaired tissue healing). ¿ any prolonged steroid use or immunosuppression. ¿ any high bmi or very low bmi. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the patient suffered from a leak with resections or lung wedges. The patient had an airborne leakage that involved an increase in the days/beds before discharge from the clinic.